Event description:
It was reported "the catheter was inserted and after about 10 minutes the balloon began to bleed, and when it was withdrawn the central lumen was seen to be broken". Additional information states that another catheter was inserted to continue therapy. The second catheter was inserted into the same insertion site. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Qn# (B)(4). Returned for investigation a 40cc 8.0fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging. Upon return, the teflon sheath was on the iabc. The one-way valve was tethered to the short driveline tubing. The bladder was fully unwrapped. The iabc central lumen within the flex-tip assembly area was noted damaged, the wire round/polyimide (part of the flex tip assembly) was noted no longer attached and separated from the inner cannula (iabc central lumen) at ap-proximately 6.4cm from the iabc distal tip. Dried blood was noted on the exterior surfaces of the returned sample. Dried blood was noted within the bladder/helium pathway. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times according to quality system document. An attempt to aspirate and flush the iabc central lumen using a 60cc lab-inventory syringe was unable to be successfully completed. Upon aspiration, water was unable to be consistently pulled into the syringe. The attempt to flush resulted in bladder inflation, indicating a crossover leak between the iabc helium pathway and iabc central lumen. The iabc was leak tested in accordance with testing methods from manufacturing procedure. A leak was immediately detected from the iabc distal tip and iabc luer end. The leak from the iabc distal tip and iabc luer end are consistent with the previously confirmed damaged/separated central lumen. The iabc was leak tested again with the iabc distal tip and luer end blocked off; no other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. No resistance was noted; the guidewire exited the central lumen and entered the bladder at the location of the damaged/separated central lumen. No blood or debris was noted. The guidewire was front loaded through the iabc luer. No resistance was noted; the guidewire exited the central lumen and entered the bladder at the location of the damaged/separated central lumen. Some blood and debris were noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint that "the central lumen was seen to be broken" is confirmed. During the investigation , the iabc central lumen was noted damaged and found no longer attached to the central lumen flex tip assembly. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the damaged central lumen. The probable root cause of the complaint is manufacturing related. Corrections have been established for this issue as a result of a corrective and preventive action (CAPA), and this device was manufactured prior to the release of corrective actions.

Event description:
It was reported "the catheter was inserted and after about 10 minutes the balloon began to bleed, and when it was withdrawn the central lumen was seen to be broken". Additional information states that another catheter was inserted to continue therapy. The second catheter was inserted into the same insertion site. No patient injury or consequence reported. The patient's current condition is reported as "fine".